Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a duodenal dilation procedure on (B)(6) 2016. According to the complainant, during the procedure, the gauge needle on the syringe moved up when inflating; however, the needle was not able to go back to lower readings when deflating. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.